Event description:
Reporter alleged customer obtained discrepant back to back blood glucose values of 542, 347, and 176 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated giving customer normal amount of insulin as a result of the comparison and consumed normal food, drink, and exercise, however, no other treatment was received. A request was made for the return of the suspect device and replacement product was sent.